Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by an authorized vyaire medical service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire medical that the ventilator was not cycling during pre-patient setup. There was no patient involvement or patient harm reported.